Manufacturer narrative:
E1 - initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issues could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported events,

Event description:
It was reported that the burr became stuck with the guidewire, and a removal difficulty occurred. A 1.50 mm rotapro burr and rotawire drive were selected for use. During withdrawal, when attempting to remove the device after ablation, the wire and burr became trapped and could not be moved. As a result, both the wire and the burr were replaced. The devices were removed normally, and the procedure was completed with another of the same device. There were no patient complications reported.